Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon rupture occurred. The 75% stenosed target lesion was located in the moderate tortuous and circumferentially calcified mid left anterior descending (lad). Upon the 1st inflation, the balloon ruptured at 10 atmospheres (atms). The procedure was completed with a different device. No pt injuries or complications were reported. Pt's condition listed at "good."